Event description:
Synovitis. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 2). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (one course). It was reported that the age of the patient at the time of first injection of first course was (B)(6). On (B)(6) 2008, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided) (second course), in the left knee. The lot number of synvisc was not provided. On (B)(6) 2010, the patient developed synovitis in the left knee. On an unspecified date in (B)(6) 2010, the patient was treated with intramuscular depo-medrol (methylprednisolone acetate) at a dose of 1 cc. On (B)(6) 2010, the patient recovered from the event of synovitis in the left knee. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in the left knee was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.